Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed no physical damages to the platform. During visual inspection, it was also detected that the lifeband will fall off only when the device was flipped over and shaken with a lot of force. Based on this observation, the reported complaint was confirmed. A review of the archive was performed and no significant discrepancies were noted. Functional testing of the platform was performed and no issues were noted. In summary, the reported issue of the lifeband not locking firmly onto the platform was confirmed, however a definitive root cause could not be confirmed.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a routine shift check the autopulse resuscitation system lifeband was not fitting tightly on the back of the platform. As a consequence, if the platform was being used on a patient, the lifeband would become detached from the board rendering it inoperable. The lifeband can be detached easily without the use of the "release clips". No additional details were provided and no patient involvement was reported.